Event description:
1 yr old female previouslr a pt at a hosp and followed by a home health care agency where injection sites reportedly were used in conjunction with the pt's catheter. Upon admittance to facility for dehydration and gastroenteritis, valve was applied in place of the injection site and per account, "it appears the co catheter stretched the catheter causing the leakeage to occur at the lock cap when the valve was used". The pt "grew out bacilius species from a central venous catheter. Pt placed on a 7 day course of antibiotics. Pt readmitted and had the catheter removed due to positive blood cultures while on antibiotics. Pt had another central venous catheter placed".